Event description:
The caller went to use the 9805 patient lift on her husband and noticed that the leg is bent. The lift started to tip and she needs someone to look at it. She was instructed to refrain from using this unit until they get it fixed. The caller also stated that they received this lift second hand as a donation.

Manufacturer narrative:
The alleged issue of the 9805 patient lift leg being bent could not be confirmed, and the underlying cause has not been determined. However, the description of the incident is consistent with a previously investigated malfunction. The investigation found that the root cause of the leg being bent was lack of material specifications for lift leg assemblies. In may 2016, a corrective action was implemented to update the material specifications. This device was manufactured by invacare suzhou in march of 2015, prior to the design changes. However, suzhou is no longer an active manufacturing site and invamex will be used as the manufacturing location for filing purposes. The lift is past its end of life of 5 years.